Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that during stage 1 implant on (B)(6) 2015 the hcp noticed some issues with the lead. It appeared that the coating sheath separated at contact 0 during connection of the percutaneous extension. The hcp covered it up with a boot and continued with implanting the percutaneous extension. The patient had good motor responses, so the hcp decided to keep the lead and go forward with the trial. The patient had a successful trial and went on to stage 2 implant on (B)(6) 2016. An impedance check showed that all ten combinations were intact with no impedance issues. The hcp decided to not revise the lead during stage 2 based on the good impedances and the fact that the patient had a very successful stage 1. There were no associated symptoms. The patient's indications for use were unknown.